Manufacturer narrative:
Correction: the previous MDR submitted on august 28, 2024 was filed inadvertently. The two skin revision surgery are considered reportable and indeed device related.

Manufacturer narrative:
Correction: per the clinic, it was confirmed that the two skin revision surgery performed is not device related.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced wound issues which did not heal, leading to an infection at the implant site. The patient also experienced wound breakdown over the receiver/stimulator package and an extrusion of the receiver/stimulator. The patient was treated with multiple courses of oral, IV and topical antibiotics for a duration of 3 months (specific date not reported) and hospitalized for administration of IV antibiotics (specific date and duration not reported). The patient also underwent two wound debridement procedures (specific date not reported), however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2024, and reimplantation is planned but has not taken place at the time of this report.